Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being kinked, meeting regulatory reporting criteria. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during major aortopulmonary collateral arteries (mapca) coil embolization procedure, an approach was made from the right femoral artery with a sheath (4f). An angio catheter advanced toward the left internal thoracic artery instead of a guiding catheter. A concomitant microcatheter (prowler select lpes) was inserted into the patient and followed the same course and advanced toward a shunt. The coil embolization started, and some coils were used. The complaint coil, a 2mm x 6cm galaxy g3 mini (glm920060, l16393) was inserted into the microcatheter but it was not able to be pushed from the introducer. The physician tried several times, but the wire was exposed from a slit of the peel-away-sheath. It was replaced with another coil (same catalog number) and it was used without any problems. The procedure was completed. The customer states there is no additional information available. One non-sterile galaxy g3 mini 2mm x 6cm was received inside of a pouch. The device was visually inspected, and the introducer was found partially zipped and saturated with residues of dry blood, also the dpu was found several kinked and protruded from the introducer. Then a microscopic inspection was performed, the embolic coil was found kinked, no other damages could be observed. The marker band was found at 41cm from distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l16393 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil ¿ impeded-in introducer¿ was confirmed. This is supported by the embolic coil was found kinked and the introducer was found saturated with residues of dry blood and these conditions which may have contributed to an impediment. The complaint reported by the customer "coil introducer - prescore rupture" was confirmed since the introducer was found partially zipped, also the dpu was found with several kinks and this condition does not allow the zipping of the introducer. The damaged condition noted on the device may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The residues of dry blood noted on the introducer may have contributed to the failure and may have be related with an insufficient flushing, however this cannot be conclusively determined. Neither the analysis or the mre suggest that the failure reported could be related to the manufacturing process. Impeded in introducer is a known potential issue associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The presence of blood in the introducer suggests that an insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. The IFU instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. The presence of blood in the introducer suggests that an insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during major aortopulmonary collateral arteries (mapca) coil embolization procedure, an approach was made from the right femoral artery with a sheath (4f). An angio catheter advanced toward the left internal thoracic artery instead of a guiding catheter. A concomitant microcatheter (prowler select lpes) was inserted into the patient and followed the same course and advanced toward a shunt. The coil embolization started, and some coils were used. The complaint coil, a 2mm x 6cm galaxy g3 mini (glm920060, l16393) was inserted into the microcatheter but it was not able to be pushed from the introducer. The physician tried several times, but the wire was exposed from a slit of the peel-away-sheath. It was replaced with another coil (same catalog number) and it was used without any problems. The procedure was completed. The customer states there is no additional information available. Based on the product analysis of the device received, the embolic coil was found kinked.